Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 6atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported.